Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set had a patient line cap that was loose. This was observed prior to using the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of the report submitted under manufacturer report number 1416980-2019-04943. All relevant information was captured under that manufacturer report number 1416980-2019-04943. Should additional relevant information become available, a supplemental report will be submitted.